Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was down and several stations, could not connect or locate medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a temporary network connectivity hiccup between the pyxis system and its server. When the connection dropped, pyxis was unable to immediately sync new medication orders, which caused delays in displaying medications for retrieval. A technical support specialist (tss) found that once the connection was restored and synchronization occurred, the medications became available. No errors were found in the medication application logs or external communication logs, and event reports confirmed normal functionality after the network stabilized. Once the connection was restored, the system operated as expected, and no further errors were detected. Tss shared the investigation finding to customer and customer acknowledged and confirmed that issues were resolved and no further issues were detected. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was down and several stations, could not connect or locate medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.